Event description:
A customer reported an issue with the incorrect time displayed on their pump, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level as previous settings did not result in values outside the normal range. Technical support assisted the customer in updating the time and advised monitoring the pump to ensure the discrepancy did not recur, which the customer understood and acknowledged.